Event description:
It was reported that patient presented in clinic for follow up after receiving inappropriate hv therapy due to svt. The device functioned as programmed. Programming changes were made. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.